Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was stated that patient expired on (B)(6) 2015. The cause of death is unknown. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.

Event description:
Patient's mother contacted dexcom technical support on 09/04/2015, to report a patient death that occurred on (B)(6) 2015. Patient's mother stated that a friend was unable to reach the patient, and contacted the security office at the patient's home to have them check on her. Patient's mother stated that ambulance and police arrived, but is not aware of what intervention(s) were performed upon arrival. It was further mentioned, that patient might have already expired prior to emergency arrival. No autopsy was performed. Patient's mother stated that the patient suffers from hypoglycemia, schizophrenia, was very brittle and had a hysterectomy, date unspecified. Patient's mother stated that cause of death was diabetes related. It is unknown if the patient was wearing dexcom system at the time of death. No additional event or patient information is available.